Event description:
During evaluation of a returned spectrum iq infusion pump, the device had low audio. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, it was found that the speaker was loose on rear case and the pump audio was low. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the device had low audio. The cause was identified to be that the speaker was loose on the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.